Manufacturer narrative:
Device received with no button response due to unlocked lcd keypad connector. Unable to perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump buttons not responding. The customer¿s blood glucose was 24.7 mmol/l. Customer states insulin pump was not dropped. Customer reports insulin pump had keypad anomaly and cannot delete alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.